Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used, approximately half filled easypump ii lt 270-27-s without packaging. The received pump was taken to a visual inspection. In as-received condition the white clamp was closed and the patient connector was not closed, the original wing cap was not handed over from the manufacturer. Damages that would lead to a malfunction were not detected at the sample. After opening the top cap we detected solution at the filling port (lli-cone) and at the patient connector (lla-cone) of the sample. The sample was filled up to the nominal value (270 ml) and was taken to a functional test respectively a leak test was carried out. After opening the white clamp and starting the pump and waiting for 60 minutes the pump is working (solution was running) at the sample. After these 60 minutes leakages were not detected at the sample. The inspected sample is not blocked, therefore the sample is within our specifications. Hence we assess this complaint to be not justified. We have informed our manufacturer accordingly. If aditional pertinent information becomes available, a follow up report will be filed. Reviewed device history records, there is no abnormalities and no such defect detected at final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): the pump has not diffused completely.